Event description:
After implant of the 6mm muscular vsd ocluder left-to-right shunt was still observed by echo. The device was retrieved and replaced with an 8mm, which still did not work. Then patient was sent to surgical department.